Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black covering over the wires had been pulled away exposing the colored wires. The controller ac adapter was removed from service and exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed functional testing. Visual inspection revealed a tear in outer cover of the output cable. As a result, the reported event was confirmed. The most likely root cause of the reported tear event can be attributed, but not limited, to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black covering over the wires had been pulled away exposing the colored wires. The controller ac adapter was removed from service and exchanged. No patient complications have been reported as a result of this event.